Event description:
A report was received that the patient could not feel stimulation. It was noted that several contacts were out on left leads. The physician suspected device malfunction with either of the lead or splitters and believed that it may be damage due to patient's fall. The patient underwent lead revision wherein the splitters were explanted and the leads were replaced as one of the leads was damage. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm, model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.